Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-4501 (no batch indicator present) was received for investigation. Visual inspection identified that the pushrod had bent proximal to the gear rack, indicative of the application of excessive force during use, such as through prying/leveraging.

Event description:
It was reported that during meniscal suture the second anchor of mc ii did not deploy. There was no harm or adverse event for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information received.